Event description:
The universal site block slipped down deeply into the oropharynx and through it was visibly seen. It was not retrievable. Anesthesia was called immediately and endotracheal tube was promptly removed and the pt was reintubated. Our observation is that the cable tie, though very snug, did not adequately prevent the bite block from slipping down the size #7 endotracheal tube into the oropharynx; no safe guard to prevent potential risk. Additionally, with the newer orders of the site block, we noticed the opening slot is wider which may also possibly be contributory.